Event description:
Per the report, " I gave a shot this morning and was surprised when I stuck the patient and the medication would not go through the needle. I spoke to the qc provider and showed her the problem and she reports this has been an ongoing problem all month with these needles. I had to apologize to the patient, redo the injection and stick him again with another needle that also clogged up at the end of the injection. This is the first time I've ever had this happen and it may already have been reported but I just wanted to share how inappropriate this was for the patient."

Manufacturer narrative:
Per the report, " I gave a shot this morning and was surprised when I stuck the patient and the medication would not go through the needle. I spoke to the qc provider and showed her the problem and she reports this has been an ongoing problem all month with these needles. I had to apologize to the patient, redo the injection and stick him again with another needle that also clogged up at the end of the injection. This is the first time I've ever had this happen and it may already have been reported but I just wanted to share how inappropriate this was for the patient." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.